Event description:
It was reported that an undefined cartridge alarm occurred with multiple cartridges. Customer reloaded cartridge and resolved the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.